Manufacturer narrative:
The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. When connected to ac and powered up, the "replace battery" light became illuminated along with audible alarm. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic ent rep stated the site reported that their landmarx evolution system would not stay powered on for more than 15 minutes, even when plugged into the wall. The medtronic ent rep was on-site troubleshooting and noted that the ups was making a "clicking" noise. The site leaves the system plugged in when not in use. There was no pt present.